Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the coronary artery. A 4.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat lesion. However, it was noted that prior to deployment, the stent moved along past the radiopaque marker but did not come off the delivery system. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.